Event description:
The reporter stated that the device result was 300mg/dl and a repeat result was then 88mg/dl. No injury was alleged. The device was replaced and requested to be returned for evaluation.